Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 215 units of insulin. Review of pump data logbook showed that the fill estimate dropped significantly. The customer's blood glucose level was 96 mg/dl. It was confirmed that the customer will continue using the pump until the replacement pump arrives.